Event description:
Reporting status: serious injury. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that the pt had a stent implanted in the proximal cx previously. This procedure was to complete the re-vascularization in the proximal cx and in the om2. While advancing the 2.75 x 18 mm rx vision stent through the previously implanted stent, resistance was met and the vision stent dislodged from the balloon. A snare was used to successfully remove the dislodged stent from the pt. The procedure was completed with the implanting of a 2.75 x 18 mm vision stent in the om. It was thought that the stent did not dislodge due to a product issue, but due to the shape of the previously implanted stent. No add'l event or pt info is available.

Manufacturer narrative:
It is likely that the attempts to cross a previously implanted stent contributed to the reported failure to advance and likely loosened the stent implant such that as force was applied, the stent dislodged. The vision IFU states that there are higher risks associated with treating target lesion that are distal to previously implanted stents. There is no indication of a product quality deficiency. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the product.